Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the battery tube, vibrator, keypad traces or keypad dome switches noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.